Event description:
A patient was unable to test on the meter. Pt meter kept giving error 2 message. The issue was not resolved with troubleshooting. Pt was feeling weak. Pt went to the doctor's office to get their blood glucose tested. Pt had not yet rec'd the results of that test. There was no medical intervention or treatment given.